Event description:
Rn reported that pt was admitted to the hosp for abdominal pain and looked like she was 4 months pregnant. Pt had incomplete ccpd treatments for 3 days prior to hospital admission. Review of the cycler data sheets indicate that the pt was accumulating residual fluid in every cycle from (B)(6) 2012. The hosp consultation report states, "abdominal pain likely secondary to increased intraabdominal fluid." Pt was in the hosp for one day and received capd treatment. The drain volume at the hosp is unk.

Manufacturer narrative:
(B)(4): from (B)(6) 2012, pt encountered multiple alarms during ccpd treatments: "pt line is blocked, drain line is blocked, and supply bag lines are blocked." Device investigation has started but not yet completed. Additional info: preliminary investigation results show no device malfunction. Although it is unk if there was a device malfunction that may have caused or contributed to the event, a medwatch is being submitted because of the reported hosp admission due to abdominal pain and increased intraabdominal fluid. Review of data sheets indicate that the drain volumes met the drain criteria and allowed the next fill to occur as designed because the residual fluid plus the next fill was not going to result in an overfill. The pt's tidal therapy may have contributed to the accumulation of fluid. MFR's complaint file# (B)(4).